Event description:
It was reported by medwatch rn gathered her supplies to access the patient for her treatment. When the rn took off the white end cap from the end tubing of the huber needle, she noted a tiny piece of white on the inside of the end tubing. When examining the white end cap, it looked like it had a small divit on it, like it was missing a piece of plastic. These items were set aside, not used for port access. Huber needle, end cap, and packaging given to rn manager. A different huber needle obtained, no issues noted with it and was used to access the patients port for treatment. No patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged dust cap is confirmed and was determined to be supplier related. Three photographs of a 20 g safestep infusion set were returned for evaluation. An initial visual observation of the photographs showed the center portion of the dust cap with a chip at the edge. A small white piece was observed on the inner wall of the luer hub. No obvious use residue was observed on the sample in the returned photographs. The damage observed on the returned sample suggests the dust cap may have been damaged during an automated manufacturing process. The supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.